Event description:
It was reported that the catheter balloon was difficult to inflate after insertion.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects or ridges upon opening. The catheter balloon was noticeably difficult to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was dissected and found to have the inflation notch was not completely perforated. This was out of specification per inspection procedure which states, "verify that the eye punches are complete and notch according to the applicable drawing." The root cause for this failure is (balloon not deflation) could not be reproduced, however, opportunities for improvement were identified, such as: tool wear of the notch puncher. No preventive maintenance to verify the correct functionality of the puncher knife. Lifetime for knife and replacement control. Incorrect positioning of the shaft into the punching machine. Manufacturing procedure does not address visual aids as support for production operators. Detection/control method was not enough for failure detection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as they were addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate after insertion.